Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after reset, malfunction did not recur. Customer was instructed to continue using pump and to call back if malfunction code appeared again, which caller understood.